Event description:
It was reported that during the lead pull procedure, lead contacts broke off inside the patients body. An x ray showed that the contacts that remained in the patient were located in the superficial tissue. The patient was doing well. Additional information was received that all broken contacts were removed.

Event description:
It was reported that during the lead pull procedure, lead contacts broke off inside the patients body. An x ray showed that the contacts that remained in the patient were located in the superficial tissue. The patient was doing well.

Manufacturer narrative:
Sc-2316-50e (sn (B)(6)). Investigation results, media review, device analysis the returned lead was analyzed and visual inspection revealed that the top four electrodes were separated from the distal end. Electrodes 1-4 and the proximal portion of the lead were not returned. The cables were exposed at the damaged portion of the lead. Device history record it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion based on all available information, boston scientific concludes that the reported allegation of lead damage was confirmed. It appears that resistance was felt during the lead pull and lead was subjected to excessive tensile load causing damage to the distal array. Thus, boston scientific has assigned an investigation conclusion code of cause traced to component failure.

Event description:
It was reported that during the lead pull procedure, lead contacts broke off inside the patients body. An x ray showed that the contacts that remained in the patient were located in the superficial tissue. The patient was doing well. Additional information was received that all broken contacts were removed.